Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent prophylactic generator revision on (B)(6) 2013. Clinic notes dated (B)(6) 2013 were previously received indicated that this vns patient was experiencing a burst of seizure activity and that he felt that the stimulator battery was running low and needed replacement. The patient reported tremendous benefit from vns. The physician ordered x-rays to check for a lead break. The physician¿s clinical assessment indicated that the stimulator was not working optimally. If no lead break was visible, the patient was to be referred for generator revision. X-rays were not provided. Attempts for additional information have been unsuccessful. The explanted generator has not been returned to date. An in-house battery life calculation indicated 1.10 years remaining.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, it was reported that the explanted device was discarded.